Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was also reported that the right ventricular (rv) his bundle lead exhibited high unstable thresholds: high thresholds and low thresholds. The rv his bundle lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.